Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The controller has an internal battery with a sole purpose of powering an alarm in the unlikely event that both power sources are simultaneously disconnected. Like all batteries, this battery may failure with age. Patient's should be reminded to always follow their patient manuals when changing power courses and never disconnect from power sources at the same time. The steps for exchange of batteries and controllers are outlined. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) that a patient was in the clinic for a product software upgrade on the patient's primary controller. No reported issues prior to the software upgrade. After the upgrade and during the testing, it was found that the controller "no power" alarm was not audible. No consequence was reported. No additional information is available at this time.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via functional testing. Analysis of the device revealed that the device passed visual examination but failed functional testing; the "no power" alarm failed to sound when both power sources were disconnected. Internal inspection of the controller revealed that the internal internal nickel-metal hydride (nimh) battery was leaking. As a result, the most likely root cause of the reported event can be attributed to a leaky internal nimh battery. Heartware has opened an investigation to evaluate "no power" audible alarm failures. The most likely root cause of the reported event can be attributed to a leaky internal nimh battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.